Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the bending section rubber glue was deteriorated and insufficient light volume. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided some information on the reprocessing at the facility. Detergent used in pre-cleaning is anios clean excel d. Peracetic acid and glutaraldehyde not used as disinfectant in manual cleaning. Automatic endoscopy reprocessor (aer) is wassenburg wd440 adaptascope. Detergent used with aer is wassenburg endohigh detergent. Disinfectant used with aer is wassenburg endohigh paa. Device is stored in a typhoon cabinet. Maintenance company is wassenburg.

Manufacturer narrative:
Additional information is not yet available for this event. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the (B)(4). Device has been returned but evaluation is not yet commenced. Device return date is not yet available. As such a definitive root cause of the reported complaint cannot be determined at this time. However, the results of microbiological test performed by an independent laboratory for all channels is available. Test performed: aero-revivable micro-organisms at 30 ° c, 5 days analysis; counting - membrane filtration [filtration, incubation, enumeration] - internal method test results: revivable microorganisms at 30 ° c/100 ml, 1 ufc/100 ml. Revivable microorganisms at 30 ° c/endoscope, 1 ufc/endoscope. The results obtained comply with the target level defined in the regulations of (B)(6) of (B)(6) 2016. The test resulted in no positive for any microbes for all channels. There was no presence of non-targeted gram positive bacteria was detected. Supplemental report(s) will be submitted as the information becomes available.

Event description:
Customer reported a positive result with detection of an unexpected contamination for a routine microbiological sampling carried out for the device as required by (B)(4). The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.